Manufacturer narrative:
Broken clamp arm.

Event description:
It was reported during an unk procedure that there was an error code 5: instrument. Another like instrument was used. There was no adverse pt consequence.